Event description:
A user facility care staff reported to fresenius customer support that they have an issue with these 10ml syringe luer lock needles. Needles on syringes causes shearing / coring of rubber stoppers on medication vials pushing pieces of rubber stopper into vials, the pieces are then also able to be aspirated and have been found in several syringes and vials of meds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).